Event description:
Savi scout hand piece could not properly connect to machine. Tried to use another off sterile field hand piece and would not connect either. A new hand piece was placed on sterile field and worked properly.

Event description:
Savi scout hand piece could not properly connect to machine. Tried to use another off sterile field hand piece and would not connect either. A new hand piece was placed on sterile field and worked properly.